Event description:
It was reported that patient had to waste several cadd cassettes due to -no disposable- alarms. This has happened on multiple pumps. Patient does not have lot numbers available. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI and catalog), operator of device and PMA/510(k) are unknown. No product information has been provided to date.